Event description:
This pt was taken to the cath lab for a biv ICD implantation. While performing the procedure, the coronary sinus sheath used to insert the defibrillator lead was dislodged. The tip of the sheath broke off while the physician was inserting the sheath into the coronary sinus. The tip floated to the right pulmonary artery and into the lung vasculature. The tip was left in the pt and cannot be removed. The rep sent the remaining catheter to the product distributor for analysis.